Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a cuff stitching surgery the screw did not come off the anchor while inserting. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is misuse of the product, caused by the surgeon using excessive force and damaging the outer molder shaft and screw. If the device is damaged during use, it may fail to operate as intended. Proper bone preparation is important for the correct performance of the device. The complaint allegation was confirmed based on the customer¿s attached picture, which shows two ar-2324bcc devices with the molded outer shaft warped and the bio/screw damaged at the tip.